Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device code. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to operating in safety mode. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.